Manufacturer narrative:
The second false result is reported under MDR: 3004142665-2024-00020. On (B)(6) 2024- the consumer reported a false result while using an inteliswab test, but did not state if a confirmatory pcr test was performed. No additional follow up is to be expected with this complaint and the incident will be closed internally.

Event description:
The consumer called oti consumer support stating they received false results using an inteliswab rapid covid-19 test kit from lot cd220437. The consumer stated the first test in the box produced a positive test result. The consumer stated they then repeated the test within 5 minutes with the second test in the box, and received a negative result. The consumer did not state how the test was performed, or if all instructions were followed. Additionally the consumer did not state if a pcr test was taken to confirm which result was accurate. The consumer declined to provide any person information or contact information.

Manufacturer narrative:
The second false result is reported under MDR: 3004142665-2024-00020.

Event description:
The consumer called oti consumer support stating they received false results using an inteliswab rapid covid-19 test kit from lot cd220437. The consumer stated the first test in the box produced a positive test result. The consumer stated they then repeated the test within 5 minutes with the second test in the box, and received a negative result. The consumer did not state how the test was performed, or if all instructions were followed. Additionally the consumer did not state if a pcr test was taken to confirm which result was accurate. The consumer declined to provide any person information or contact information.